Manufacturer narrative:
Continuation of d10: product ID 97755, lot# serial# (B)(6), product type recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device.  The reason for call was caller reported that the recharger is not charging the implant. Caller stated that when they connect recharger to the implant, they get an initial electric shock and then will continue charging. Pt mentioned a time where they were trying to charge the implant for 2 hours but implant got no charge. Agent spoke manufacturing representative (rep)and was redirected to patient services because they think it may be an external equipment issue. Patient stated that this started 6 -8 months ago in the summer of last year. Patient service specialist reviewed that if the replacement recharger does not resolve the issue, the patient should follow up with their healthcare provider and rep to have the implant checked out. Agent sent email to repair to replace the recharger. Additional information from the manufacturing representative (rep) indicated that the patient reports he got the replacement rtm and he was able to charge the ins but he still fells an initial shock when he starts a charging session. Pt reports he does not feel stimulation when the ins is turned on. Rep reports all the impedances are high, about 19 k to 24 k ohms. Rep unable to turn amplitude up because he gets setting cannot be achieved message. Pt said he did not have a fall. Rep will discuss with dr about doing x-ray of lead and ins.

Manufacturer narrative:
Concomitant medical product: product ID 97755, serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturing representative called and said the hcp performed an x-ray and said "everything was connected and fine" but manufacturing representative said the pt still had high impedance values on all contacts. Mdt rep. Said the pt could not get effectively programmed without going oor. Tss discussed options with mdt rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing rep. Rep stated they do not recall/remember, but if rep was made aware they would have submitted the complaint.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller was part of a planned lead revision due to high impedances being seen across all electrodes going into procedure. During procedure, they tested the existing leads in the wens and saw all normal imped using both check connectivity and full imped check. They then checked existing leads with existing ins and found that most imped were normal except for 3 electrodes. They decided to keep existing leads and ins and close up. Caller called in during post-op check of system and is finding same high imped across all electrodes when caller looks across various electrodes (3, 4, 7, 8, 9, etc) and mentioned values of 19,000 ohms, 22,000 ohms, 31,000 ohms, 36,000 ohms and >40,000 ohms. Caller pulled up results from intra op testing which showed values between 1,490 and 1,820 ohms. Surgeon did use saline in the ins pocket during the procedure. Post op, pt is feeling some shocking sensation when imped check is done. Tss reviewed remeasuring imped again to see if any of them normalize. Otherwise, they will have to consider going back in to replace the leads. Tss reviewed that there was a very low likelihood that high imped associated with the ins itself. Rep called back to report they still have high impedances on the leads. Rep said they will schedule a lead revision.

Manufacturer narrative:
H3: analysis of the recharger (product ID: 97755, serial#: (B)(6)) found, a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reported patient had new leads placed, same ins. Caller reported they are seeing patient and continues to have high impedance reading. Caller reported when the new leads were tested in the wens, it was good, but at post-op the high impedance occurred again. Caller reports patient is also seeing: settings not available. Cannot provide your desired intensity settings. Caller reports electrode impedance tested today and provided specific impedance numbers. Caller reports patient is programmed with dtm program 1: 10/12 program 2: 13/15. Impedance reviewed and troubleshooting performed. Caller reports patient feels shocking sensation when ins is at 0% charged. Caller report when ins is at 0% charged, patient either is charging or turning stimulation back on, patient feels a shocking sensation right rib stomach area and all to the left rib and around. No fall or trauma reported. Reprogrammed soft start. Caller reports the x-ray of the leads looks perfectly placed, midline top of t8/t9.